Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional hernia. It was reported that after underlay implant, the patient experienced infected mesh, recurrence, scarring, abscess, open wound, pannus, interval development of phlegmo, edema, (B)(6), seroma/abscess, necrosis, swelling in anterior abdominal wall, pain, fever, chills, cellulitis, induration, pain, purulent fluid and disfigurement. Post-operative patient treatment included revision surgeries, excision of mesh, incision and drainage, excision and debridement of necrotic abdominal wound and wound vac.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. It was reported that after implant, the patient experienced infection of the mesh, hernia recurrence, severe pain, scarring and disfigurement. Treatment provided for these conditions include surgical revision of the mesh.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional hernia. It was reported that after underlay implant, the patient experienced infected mesh, recurrence, scarring, abscess, open wound, pannus, interval development of phlegmo, edema, (B)(6), seroma/abscess, necrosis, swelling in anterior abdominal wall, fever, chills, cellulitis, induration, pain, purulent fluid, splenic enlargement, gastritis, fistula, adhesions, mesh erosion, peptic ulcer disease, fluid collection, infection and disfigurement. Post-operative patient treatment included revision surgeries, excision of mesh, incision and drainage, excision and debridement of necrotic abdominal wound and wound vac.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional hernia. It was reported that after underlay implant, the patient experienced infected mesh, recurrence, scarring, abscess, open wound, pannus, interval development of phlegmo, edema, msra, seroma/abscess, necrosis, swelling in anterior abdominal wall, fever, chills, cellulitis, induration, pain, purulent fluid, splenic enlargement, gastritis, fistula, adhesions, mesh erosion, peptic ulcer disease, fluid collection, infection, pain inflammation, obstruction, and disfigurement. Post-operative patient treatment included revision surgeries, excision of mesh, incision and drainage, excision and debridement of necrotic abdominal wound, CT-scan, edg, and wound vac. Relevant tests/laboratory data: (B)(6) 2014: ER visit- CT showing splenic enlargement and mild large abdominal wall hernia with left large panniculitis and contents. Egd noted peptic ulcer disease. (B)(6) 2017: CT of abdomen and pelvis: interval development of phlegmon and standing anterior to the stomach lumen in the left upper abdomen. Edema in adjacent subcutaneous tissues. No drainable fluid collection. Findings could be infectious or could be due to gastric ulcer. Egd noted gastritis. (B)(6) 2017: discharge summary- wound cultures positive for mrsa. (B)(6) 2017: office note- a1c of 12.5% (suggesting poorly controlled diabetes). CT scan showed a large ventral hernia on the left side of the abdomen containing bowel loops. Seroma/abscess suspected with noted fluid collection.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: a5b, b5, b6, b7, e4, h6 (ime, imf codes). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional hernia. It was reported that after underlay implant, the patient experienced infected mesh, recurrence, scarring, abscess, open wound, panniculitis, interval development of phlegmon, ulcer, edema, msra, seroma/abscess, necrosis, swelling in anterior abdominal wall, fever, chills, cellulitis, induration, pain, purulent fluid, fistula, adhesions, mesh erosion, fluid collection, infection, inflammation, obstruction, disfigurement, abdominal pain, and painful red bump on scar. Post-operative patient treatment included revision surgeries, excision of mesh, incision and drainage, excision and debridement of necrotic abdominal wound, CT-scan, edg, wound vac, and antibiotics.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional hernia. It was reported that after implant, the patient experienced infected mesh, recurrence, severe pain, scarring, abscess, open wound, and disfigurement. Post-operative patient treatment included revision surgeries, excision of mesh, incision and drainage, and wound vac.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional hernia. It was reported that after underlay implant, the patient experienced infected mesh, recurrence, scarring, abscess, open wound, pannus, interval development of phlegm, edema, (B)(6), seroma/abscess, necrosis, swelling in anterior abdominal wall, fever, chills, cellulitis, induration, pain, purulent fluid, splenic enlargement, gastritis and disfigurement. Post-operative patient treatment included revision surgeries, excision of mesh, incision and drainage, excision and debridement of necrotic abdominal wound and wound vac.